Event description:
It was reported that during reprocessing of the thoracis grasper instrument, it was noted that the insulation on the instrument was damaged. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's main tube was scratched and some of the insulation was removed. The scratches measured approximately .032 - .127 in length. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.